Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: dislodged stent remains in peripheral anatomy. Device issue: stent dislodgement. It was reported that after a failed attempt to cross the lesion, during removal of the entire sys., guiding catheter and stent delivery sys. (Sds), the stent caught on the tip of the introducer sheath and dislodged into the superficial femoral artery, and migrated into the pt's foot. No attempt was made to retrieve the stent. The pt is reported to be fine. No add'l event or pt info is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event info, including pt info and pt status from the hospital, field contact or distributor. Results and conclusion summation - product performance engineering reviewed the incident info. The reported difficulty in removing the sds and the stent dislodgement appear to be related to the fact that the stent became caught on the tip of the introducer sheath. The interaction with the sheath likely disrupted the stent from the balloon and lead to the dislodgement. There is no indication of a product quality issue; however, in this case, a conclusive root cause cannot be determined.